Event description:
The pt had a subtrochanteric femur fracture. The surgeon decided to treat with a veronail titanium trochanteric nail. The surgeon selected parallel sliding screws, erroneously, considering the fracture configuration. The surgeon placed the first screw without problem while the second screw skived the nail. The second screw was then removed and replaced with some manipulation of the nail. The screw was finally not correctly positioned (it encountered the calcar). It was attempted to remove it, but the proximal end of the barrel broke and therefore, it was not removed from the nail, as the surgeon considered it would serve nicely as an anterior rotational screw. The pt never come back to surgeon. (B)(4).

Manufacturer narrative:
The product involved has not been made available for the eval, as it was discarded by the hospital. From the operative technique description, it seems that this fracture (subtrochanteric) should have been treated with convergent screws instead of parallel screws used. Unfortunately, the operative x-rays have not been made available, so far. As a result of a preliminary investigation on the event, it can be assumed that the many manipulations of the system trying to get a second screw in the correct position, could have damaged the barrel leading to the final breakage of its dove tail. Without further info on the specific clinical application, it is not possible to draw any definitive conclusion on the root cause. Orthofix continues monitoring the product on the marker and will advice immediately in the event that add'l info becomes available.